Event description:
It was reported that the system was explanted due to infection. There is no known allegation from a health professional that suggests that infection was related to the system. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.